Event description:
(B)(4). Since I have decided that I wanted all my woman parts saved. I decided to do a reversal (B)(6) 2015. I have notice I do not take any tylenol or advil for my migraines. It has gone away. My bloating has come down some. I dont know about my cycles yet cause I'm waiting for my next cycle. I haven't had intercourse yet to see about my abdominal pains. Haven't felt sharp pains when I squat. I still have memory loss.(forgetful) hair hasn't thicken up yet. Everything is still new I have to wait and see.

Event description:
(B)(4). I had the (B)(4) and I had problems with the copper. They referred me to another doctor and they asked me to do the permanent birth control. Doctors never mention to me it was essure. They said it's done in off within 10 mins. Was awake whole entire time of procedure. They had problem with my left side and I told them it hurts and they said it's almost in... It took them over 10 min. After getting essure I started cramping immediately and my cycle was heavy to where I would bleed through pads for the first few months. Then I started using tampons with pads and still bled through pants. I started complaining to doctor office and nurse said I have to let it heal with my body. Three months went by I still call to let them know why I'm having period for 3 weeks every month. This isn't normal. They continue to say it's still healing. I went in for a dye test they said it blocked.. I also complain that I've had abdominal pain where I go in fetal position. So I started calling in the constantly and nurse still say the same thing or said come in and we can check it but it will cost you.. I've change doctor in the following 1 1/2 yrs. They have ordered an ultra sound on ovaries where I pointed it hurts with pain..they said it look normal I have small cyst but nothing dangerous. They said they will order me a biopsy. That was painful cause uterus was surrounded with lots of tissue they said may due to the coils. I asked what do I do to get them out. They recommended hysterectomy. I didn't comment cause I'm young to have all that taken out of me.. I thought I was going crazy. I don't know how to talk to people without them thinking I'm crazy and making up symptoms. Feel like it destroyed my life. I decided to research about this coils and came upon (B)(4). Read some feeds and most of these women have the same symptoms. They relate to me and understand the feeling. Now that I've had this in me 3 yrs. I just recently went for a consultation with a reversal doctor. I want to keep everything and just be back to normal. Have not decided a date cause funds are high. I just want this pulled off so no one else will have to go through this pain... I just want to be normal all over again..